Event description:
During an in clinic follow up, an event of high pacing impedance was observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of high pacing impedance suspected to be due to lead damage was not confirmed. As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage. The impedance test was unable to be performed due to the lead returned incomplete and in three pieces consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion proximal to the suture sleeve tie impression breaching only the optim sheath, consistent with friction to the device can. The silicone insulation was intact in this location.